Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit did not function, the motor electrical was faulty, the controls were defective, the motor show current was too high and the coupling head was worn. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check the function with electric pen drive(epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and ecu function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was inadvertently documented as (B)(4) in the initial report. The correct manufacturing is (B)(4). If additional information should become available, a supplemental medwatch report will be sent accordingly.